Manufacturer narrative:
During the surgery, the accuport was manipulated by surgeon while the cannula and stylet were in the body, and the cannula and stylet broke inside the patient's body. The tip of the cannula and stylet remain in the patient. Per the instructions for use, ¿use proper technique to remove cannula from bone to avoid damaged or broken cannula. Fully insert stylus into cannula, then remove stylus and cannula with surgical drill in reverse.¿

Event description:
Broken tip of cannula inside patients femur during scp.

Manufacturer narrative:
The investigation confirmed the reported event, and no additional information was obtained from the investigation. The most likely root cause was user technique.

Event description:
Broken tip of cannula inside patients femur during scp.